Event description:
It was reported to philips that the etco2 module was not working on the device. The customer requested that the device be returned for bench repair. There was no reported patient or user involvement and no adverse patient/user impact.